Event description:
Note: the procedure date and event date are unk. It was reported to boston scientific corp on sept 28, 2009 that a male pt had received enteryx treatment for gastroesophageal reflux disease. According to the complainant, the pt developed an ulcer or lesion at the injection site (esophagus, lower esophageal sphincter). The treatment for the ulcer or lesion, the pt's current condition and prognosis, are unk. Numerous attempts to obtain additional info have been unsuccessful.

Manufacturer narrative:
The complainant was unable to provide the device model, catalog # or lot #; therefore, the manufacture and exp dates are unk. The device has not been returned, and as this device is an implantable material, it is unlikely to be returned. The cause of the reported ulcer or lesion could not be determined.